Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted that ¿there was a fistulous tract that was seen along the lateral stitch on the right side that was going into the area of drainage through the anterior abdominal wall. That fistula tract was also found to be communicating with a small bowel loop posterior to the mesh. After we completely released the mesh laterally on the right side, we were able to identify the small bowel loop that was incorporated in the fistula tract and there were several loops of bowel that were fused to the mesh from within the abdominal cavity¿. No additional information is provided.